Manufacturer narrative:
(B)(4). Additional concomitant medical products: 904759, ziptight ankle syn fixation-ti, unknown. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was incorrectly positioned, and as the surgeon tried to fix the problem, the suture broke causing the surgeon to remove the device and implant a new one. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that during an ankle syndesmosis procedure, while trying to tighten and fix the device through the distal hole of the fibular plate, the suture threads fractured. The device was removed from the patient, and a new ziptight was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. The blue/white suture is confirmed to be fractured. The white suture appears to have been cut and therefore, is not being investigated as a part of this event. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.